Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported.